Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired in 2008, after implant duration of 8 days (.27 months), due to renal failure and cardiac arrest. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.